Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vwc, implantable cardioverter defibrillator, (B)(6) 2007; 694365v, implantable tachy lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the lead integrity alert triggered for oversensing and high right ventricular (rv) lead impedance. The rv lead had fractured so it was capped and replaced. No patient complications have been reported as a result of this event.